Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The actual complaint product was returned for evaluation. There are no visible tears, cuts or holes in the tubing. An attempt was made to flush water through, using a 35ml enfit syringe attached to the central port. The side port was closed. When the plunger was pressed on the syringe, complete resistance was encountered. Firmness was felt between the 2cm and 4cm depth markers. The tubing was cut in that area. Some dried matter was observed but not a full occlusion. Another cut was made between the 42cm and 43cm depth markers. The tubing is fully occluded by dried matter. A root cause has not been determined.

Event description:
Avanos medical inc. Received a single report that referenced two different incidents, which were associated with separate units, involving xx different patients. This is the first of two reports. Refer to 9611594-2026-00378 for the second report. It was reported that a bubble formed in the nasogastric tube. It was noted when attempting to unclog/flush the tube. It was replaced.